Event description:
It was reported that the customer went to the emergency room (ER) and was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 900-919 mg/dl. Customer attempted to self treat with a manual injection. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. No additional patient or event information was available. Reportedly, the cause for the reported issue was due to an incomplete bolus alert occurring. Tandem technical support educated the customer on incomplete bolus alerts. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.